Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01dec2020.

Event description:
It was reported to philips that the touchscreen on the device was not sensitive. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips authorized service personnel (asp) was dispatched to the customer site to provide additional assistance. The asp replaced the touchscreen to resolve the issue. The device passed testing and returned to full functionality.